Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information rec'd indicates the casters are not holding and continue to swivel when in brake.